Event description:
A pt reported blood glucose results of "143 mg/dl, 82 mg/dl, 223 mg/dl, 111 mg/dl, 100 mg/dl, and 140 mg/dl" with a co meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.